Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced a right sided cyst, bilateral rupture, bilateral skin reaction, bilateral paresthesia, and bilateral breast pain post procedure. There was associated itching and numbness. Inside of the breast there was itching and numbness. Ultrasound revealed 0.6x0.3x0.5cm hypoechoic nodule and mammography indicated that this finding was a cyst. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-05373 for contralateral prosthesis report.